Event description:
The implant failed due to pt bone condition. Fixture was placed at #35 and removed after 2 months.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no health info about pt.